Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after the hakim valve was removed, it was discovered that the stator had dislodged. There is no report of symptoms for the patient associated to this event. It is not known if the valve malfunctioned prior to the removal. After removal the valve, evt (endoscopic third ventriculostomy) was performed and the patient is currently shunt-free. The patient was (B)(6)-year-old female. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged as well as a crack and a bump mark in the valve casing. Due to the condition as received, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed testing. A review of manufacturing records found no discrepancies when the device was released to stock. The root causes for the dislodged stator could be partly due to the valve receiving a knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.